Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the light source had a defective connector. The unit did not recognize the endoscope. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction (unit did not recognize the scope) was not confirmed. However, the repair center confirmed there was no image due to dust inside the device. Based on the results of the investigation, a definitive root cause of the unit not recognizing the scope and the loss of image was unable to be identified. However, it is likely the loss of image occurred due to dust inside the device. Olympus will continue to monitor field performance for this device.